Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed after moving patient to another device. A philips field service engineer (fse) visited the site and analyzed the system log files, which revealed a soft collision detector error and a pos validity error following the spike filter. Further investigation identified a failure in the beam propeller potentiometer. The philips engineer replaced the faulty potentiometer. Following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system propeller geometry movement was not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.